Manufacturer narrative:
The conclusion code was corrected. The device evaluation was reassessed and concluded that a malfunction of the part motherboard, scc-f/f+/f_win7 (rohs) (part number 7-35006920-01) occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Inspection of the scc by the customer identified charring on a single component of the scc motherboard. Additionally, a separate analyzer that was also connected to the lis computer via an rs-232 cable was affected in a similar manner. Labeling was reviewed and found to be adequate. The field service engineer (fse) ordered a replacement scc f_win7 computer (list number (B)(4)) to resolve the scc failure to power on which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Event description:
A hospital power outage with multiple recovery attempts caused a non-abbott lis computer to smoke, no fire was observed. The architect scc computer became damaged from the lis computers rs-232 interface cable connecting the two computers. Although no smoke was detected from the scc computer, the customer observed a no signal message on the monitor and was unable to start up the analyzer. No injuries or impact to patient management occurred.